Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic video-assisted thoracoscopic wedge right bilateral lung resection, the device had a breaking sound upon placing it between the ribs and when the articulation button was pushed. It turns out, the connection point of the adaptor and loading unit's shaft broke and a very small component of the loading unit is inside the adapter cavity. Difficulty articulating and unexpected articulation/rotation were also noted. Used the competitor's device to complete the case. There was no patient injury.